Event description:
It was alleged in a lawsuit that "as a direct, proximate and legal result of the negligence, carelessness, and other wrongdoing by the defendants, as described herein, [the patient] required reasonable and necessary health care, attention and services, and has incurred medical, incidental, and service expenses thereupon." No specific detail regarding alleged injuries was received, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.